Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/ approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-00006. The patient's (B)(4) dbs system includes and ipg and two leads from the same lot. It was reported the patient is not receiving effective therapy. Specifically, it was reported the dbs system is exhibiting falling impedances, and loss of output intensity. Exact impedance measurements were not provided. In addition, it was reported the patient is suspected of having an infection. Surgical intervention will be undertaken at a later date to address the reported lack of efficacy.